Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-00390. It was reported the patient was experiencing discomfort (described the patient as a burning sensation) when stimulation is off. It was determined the leads migrated. The patient's leads were explanted and a different lead model was implanted.

Event description:
Follow up information identified the issue is resolved.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-00390. The patient underwent surgery where the leads were explanted and replaced with a different lead model.